Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found record of a 'power on/off on' alarm. Functional testing was able to verify and duplicate the reported issue. It was determined the most probable cause is a defective dso sensor. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an alarm when turned on. There was no patient involvement.